Event description:
The customer reported to customer service that her transformer housing cracked in half, exposing wires.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that the transformer housing cracked in half exposing internal wires. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. The product has not been returned for testing/analysis. Attempts to receive the product has been unsuccessful, including a final attempt by letter. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.